Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism of an infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in safestep safety infusion set was returned for evaluation. An initial visual observation revealed that the safety was not engaged on the returned device. A microscopic observation revealed the metal sleeve of the safety to appear adhered to the housing of the needle with adhesive. A functional test of attempting to advance the safety revealed difficulty advancing the safety as resistance was met during the attempt. The safety did engage after encountering resistance. After the safety was engaged, during a microscopic observation adhesive was observed circumferentially around the metal sleeve of the safety of the infusion set. After evaluation of the returned infusion set, the complaint of difficulty advancing the safety mechanism is confirmed and was determined to be supplier related. The supplier has been notified of this event. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer that the platform would not move down to safely de-access on the safestep 20g x 0.75". Inability to engage needle cover exposed healthcare worker to potential needlestick injury. No other information was provided. Additional information received 3 august 2023 the event did not involve an urgent/life threatening medical situation. There was no patient harm, injury, complication or negative outcome that occurred as a result of the event. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the platform would not move down to safely de-access on the safestep 20g x 0.75". Inability to engage needle cover exposed healthcare worker to potential needlestick injury. No other information was provided. Additional information received 3 august 2023 : the event did not involve an urgent/life threatening medical situation. There was no patient harm, injury, complication or negative outcome that occurred as a result of the event. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient.

Event description:
It was reported by the customer that the platform would not move down to safely de-access on the safestep 20g x 0.75". Inability to engage needle cover exposed healthcare worker to potential needlestick injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.